Event description:
A report was received that a patient underwent a pocket revision procedure. The patient had lost about 65 lbs. And the ipg was moving around in the pocket. The weight loss was not device related, the patient is just more active since being implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.